Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred. Reportedly, the cartridges had been filled with 300 units of insulin each time. The pump was a demo pump and was not being used for insulin delivery.